Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient stated that her ¿machine¿ was off, but she felt ¿spurts of electricity shocks¿ of increasing intensity, causing her to fall and hurt herself. The patient also had ¿a lot of trouble with this machine since [she] got it.¿ the patient had not seen the physician who implanted her in at least 2 years and reported that she was unable to travel to a city where she would be to become established with a new managing physician who could evaluate her implant system. The patient reported falls, but was unable to provide dates, a timeline or circumstances around the falls. No diagnostics or troubleshooting actions had been performed. The patient was unable to find her programmer. The patient had not charged her implanted battery in at least 2 months and was unable to find her charger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her implant wasn¿t working. Initially she stated she had been without it for 5 months so she could feel pain real bad. Then the patient stated she had charged the implant during the last week of march but was unable to recharge the implant currently. The patient noted she got an electrical shock that was causing her pain on her right side from the implant that was affecting her kidneys. The patient mentioned that the external equipment doesn¿t work with the implant. The patient was directed to follow-up with their healthcare provider to discuss the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the patient is experiencing a return of pain throughout her body and needs to have the implantable neurostimulator replaced. The patient was being referred to surgeons for replacement. There were no further complications reported or anticipated.

Event description:
Additional information was received from a consumer. The consumer reported that the patient had been having issues with the ins and their primary care provider wanted to have it replaced. No further complications were reported.